Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient went to sleep with no reported symptoms and the cgm reading was 400 mg/dl. The patient´s husband tried to wake up the patient but the patient was unresponsive, so the husband called the emergency services. When the paramedics arrived, they took a blood glucose reading which was 40 mg/dl and the cgm reading was still 400 mg/dl. The patient was treated by the paramedics with IV glucose. The patient recovered after the treatment. At the time of the report, the patient was doing well. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).